Event description:
It was reported that during coronary drug eluting stenting treatment procedure, balloon removal difficulties were encountered. The lesion being treated was located in the left anterior descending (lad) artery. The lesion was pre-dilated. The physician placed a taxus express2 2.50 x 16 mm drug eluting stent in the mid lad. He deflated and went negative but the balloon was sticking in the stent. He tried to advance the balloon and it wouldn't release. He took the inflator off and tried using a syringe and the balloon still would not release. The physician inflated to a couple of atms for 10-20 seconds and pulled negative two times without success. He yanked on the balloon and the guide was sucked down the vessel almost to the stent and the balloon then released and was able to be removed. There were no pt complications reported.